Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) shows complete communication loss. The customer also reported they had 4 power outages today. After the 4th power outage the cns started to display this issue. Patients were being monitored locally by the nurses because the cns was unavailable to monitor patients until the switch is replaced. Biomedical engineer was asked to verify all switches in the closet were powered on and working and he found that the allied telesyn 16 port switch was not powered on. Biomedical engineer was advised he would need to purchase a replacement switch to replace the dead switch. Biomedical engineer was given the part number to order with customer service as a replacement. No additional information was provided. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) shows complete communication loss. The customer also reported they had 4 power outages today. After the 4th power outage the cns started to display this issue.